Event description:
It was reported that the patient received a notification for low, out of range pacing lead impedance. Upon device check, multiple noise episodes were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.0cm was returned for analysis. Internal insulation abrasion was noted under the rv shock coil at 36-3.7cm and 4.0-4.3cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observation of noise and low impedance.